Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked during peritoneal dialysis therapy due to a hole in the tube of the transfer set that was near the titanium adapter. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing included clear passage, clamp function, and leak testing. All functional testing was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.